Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication. During the call the patient stated fibrin was discovered. Upon follow up the pdrn reported that the patient was seen in the pd clinic on 2022-06-01 due to fibrin seen in the pd effluent. A pd effluent culture was obtained and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis was unknown, and the patient has not had any reported fluid leaks. The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin, dose, frequency, and duration not provided. The culture resulted positive for gram-positive cocci, streptococcus gallolyticus. The patient did not require hospitalization for this event. The pdrn conducted re-teaching to the patient on proper aseptic technique. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery.